Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a kink occurred, and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. The patient was under general anesthesia. During the procedure the was sheath was kinked during introduction and the procedure was cancelled. The patient condition following procedure was stable.